Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-03386. It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a mildly tortuous and severely calcified distal right coronary artery (rca). A 2.75mm x 12mm and a 2.5mm x 12mm non bsc balloon catheters ware first used for predilation of the lesion. Then the 2.0mm x 12mm nc quantum apex balloon catheter was advanced to predilate the lesion. The balloon was inflated for 30 seconds however it ruptured at 18 atmospheres on the first inflation. The device was exchanged to a 2.5mm x 8mm nc quantum apex balloon catheter. The balloon was first inflated for 30 seconds at 18 atmospheres. However when the balloon was inflated for 5 seconds, it ruptured at 17 atmospheres on the second inflation. The ostial rca was stented but the distal rca was unable to be stented. No patient complications were reported and patient's status is stable.